Event description:
Caller reported a malfunction on pump with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the malfunction code, and after resetting, the issue did not recur. Customer was informed to continue using the pump and advised to contact support if the issue arises again. No additional information regarding the blood glucose outcome was disclosed.